Manufacturer narrative:
Findings: reliability analysis evaluated (B)(4) opened/used reservoirs and performed fill reservoirs. All (B)(4) reservoirs passed per specification. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 400 mg/dl. The customer did not mention any symptoms of high blood glucose levels. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer will send the current sets back for analysis. The customer was sent new reservoir and infusion sets.